Event description:
Complainant indicated that a pt (age unknown) was being treated for myocardial infarction when their heart rhythm changed to ventricular tachycardia. The attending nurse obtained the associated defibrillator and discharged the defibrillator twice to the pt using these paddles. However, on the third attempt to discharge energy to the pt. The associated defibrillator displayed a "poor pad contact" message. The attending nurse checked the connection of the paddles at the device and cable end and observed that the multi-function cable had become detached from the defibrillator paddles. The nurse re-attached the cable to the paddles and successfully converted the pt's heart rhythm with one additional discharge of energy. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.